Event description:
Item 10 from report (B)(4). Sponges fraying with particulate in pt. No pts were harmed.

Manufacturer narrative:
This MDR is being filed at the behest of FDA in response to mw report (B)(4). Clearcount has investigated this incident in conjunction with medline industries, the registered MFR of the product. The facility reported that the sponges were fraying and leaving particulate in the pt, but no harm came to the pt. The sample was not returned for eval and no lot number was provided. This incident apparently occurred approximately one yr prior but it had not previously been reported to us. We have no details pertaining to the pt. We have no reports of injury or need for medical/surgical intervention. We have no trend for this issue with this device. Without a sample to evaluate, we have not confirmed the issue and root cause was not determined. At this time no corrective action is being taken. The issue will be monitored for trending. This medwatch is being filed in response to the medwatch filed by the facility. Multiple attempts were made to contact the facility in an attempt to gather more details.